Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield was defective. The following information was provided by the initial reporter. The customer stated: "during use , when the safety was activated it did not cover the needle. "

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield was defective. The following information was provided by the initial reporter. The customer stated: "during use, when the safety was activated it did not cover the needle."